Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11 corrections made to h6 (type of investigation, investigation findings, and investigation conclusion) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
During the packing of vox de/at l221762 today, the technicians observed that the bd syringes (z113554, supplier item (B)(4), supplier lot: 2241039, po: (B)(4) received in had multiple bags opened/ripped and loose syringes were present in the boxes and outer boxes (image 2 and 4). One of these opened bags had 06 out of 10 syringes present, and the other 04 syringes are unaccounted for. There was also one syringe found which had protruded through the bag and had no cap in place and the needle was exposed (image 1).

Manufacturer narrative:
This event is being reported for the one syringe that was found to have protruded through the bag and had no cap in place and the needle was exposed.